Event description:
The customer recently purchased a contour next ez meter at a local pharmacy and found it reads in mmol/l instead of mg/dl. There was no allegation of an adverse event. A new meter was sent to the customer and he is expected to returned his meter for evaluation.